Event description:
(B)(4). Event occurred in the united states. The patient reported that two of her infusion sets had detached at the quick release and this had not happened before. She also stated that one was loose and the other was totally off. Due to this, her blood glucose level was in 300 mg/dl range. Both sets were in the abdomen. There was no tug or pull on the tubing and the pump was not dropped while the set was still in place. She applied tape on the site to make sure that this did not happen again. Patient's weight was (B)(6) lbs. No further information available.